Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into stock no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
This spigot is placed on the cone of an exeter stem to be able to fix the stem at the stem introducer. It seems like the spigot is too big, it has problems to get into the stem inserter, which gives the spigot a twist and then it is not able to get into the stem inserter. The spigot is only to place the stem at the stem inserter, afterwards it is going to be thrown away but it is quite hard to fix the stem in the stem inserter when the spigot is broken/twisted.

Manufacturer narrative:
An event regarding damage involving an exeter stem with spigot was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This spigot is placed on the cone of an exeter stem to be able to fix the stem at the stem introducer. It seems like the spigot is too big, it has problems to get into the stem inserter, which gives the spigot a twist and then it is not able to get into the stem inserter. The spigot is only to place the stem at the stem inserter, afterwards it is going to be thrown away but it is quite hard to fix the stem in the stem inserter when the spigot is broken/twisted.